Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels throughout the month of december. Low bgs were in the 40s mg/dl and were treated by eating sugar, peanut butter, and orange juice. High bgs were in the high 200s-300s mg/dl and were treated by administering a bolus via the pump or by manual injections. Customer has an appointment with their healthcare provider and is also going to be meeting with a tandem trainer.